Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for out of range shock impedances on the right ventricular (rv) lead. The impedances were 153 ohms. The patient was brought in for further evaluation and the out of range values could not be reproduced. The impedances were noted to be stable around 78-80 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.